Event description:
The customer reported to olympus that no image was displayed on their hd camera head during preparation for use in an unspecified procedure. There was no reports of patient death, harm, or injuries related to this event.

Manufacturer narrative:
The suspect device was returned to olympus for evaluation, upon inspection the reported event of no image was confirmed due to defective printed circuit boards. It was also noted there is intermittent noise and dead pixels due to defective cable. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the defective/faulty cable could not be identified. Olympus will continue to monitor field performance for this device.